Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 33-year-old female patient who had essure (batch no. C40243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 ((B)(6) 2000, (B)(6) 2001, (B)(6) 2007, (B)(6) 2015 and (B)(6) 2018), oligomenorrhea and pregnancy with contraceptive device. Concurrent conditions included nausea, vomiting and tenderness. Concomitant products included amoxicillin, codeine phosphate;paracetamol (tylenol with codeine no.3) from may 2015 to april 2018, ibuprofen from may 2015 to april 2018, ketorolac, medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 and tramadol from may 2015 to april 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2018. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. The number of expanded coils that appeared trailing into the uterine cavity was 3. The outer coils of the essure micro-insert then expanded visually over the course of the next ten seconds. Discrepancy noted in her last lmp on (B)(6) 2017 and pregnancy (no complications) (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain. Lot number: c40243 production date 2014-04-03 and expiration date 2017-04-30 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-aug-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), pregnancy with contraceptive device ('pregnancy (no complications)') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. C40243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 ((B)(6) 2000, (B)(6) 2001, (B)(6) 2007, (B)(6) 2015 and (B)(6) 2018), oligomenorrhea, pregnancy with contraceptive device and appendectomy. Concurrent conditions included nausea, vomiting and tenderness. Concomitant products included amoxicillin, ibuprofen from (B)(6) 2015 to (B)(6) 2018, ketorolac, medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2015 and tramadol from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psyh injury") and abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the pregnancy with contraceptive device, vaginal haemorrhage, heavy menstrual bleeding, depression and anxiety outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2018. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. The number of expanded coils that appeared trailing into the uterine cavity was 3. The outer coils of the essure micro-insert then expanded visually over the course of the next ten seconds. Discrepancy noted in her last lmp on (B)(6) 2017 and pregnancy (no complications) (B)(6) 2015. She received treatment for pelvic pain, abdominal pain, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain. Lot number: c40243, production date 2014-04-03, and expiration date 2017-04-30 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-may-2021: mr received-new reporter, medical history, were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), pregnancy with contraceptive device ('pregnancy (no complications)') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. C40243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 (B)(6) 2000, (B)(6) 2001, (B)(6) 2007, (B)(6) 2015 and (B)(6) 2018, oligomenorrhea and pregnancy with contraceptive device. Concurrent conditions included nausea, vomiting and tenderness. Concomitant products included amoxicillin, codeine phosphate;paracetamol (tylenol with codeine no.3) from may 2015 to april 2018, ibuprofen from may 2015 to april 2018, ketorolac, medroxyprogesterone acetate (depo-provera) from may 2015 to august 2015 and tramadol from may 2015 to april 2018. On (B)(6) 2015, the patient had essure inserted. In june 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psyh injury") and abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2018. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. The number of expanded coils that appeared trailing into the uterine cavity was 3. The outer coils of the essure micro-insert then expanded visually over the course of the next ten seconds. Discrepancy noted in her last lmp on 05-apr-2017 and pregnancy (no complications) jun-2015. She received treatment for pelvic pain, abdominal pain, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain. Lot number: c40243 production date 2014-04-03 and expiration date 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received, event general abnormal bleeding was added & event "psych injury" clubbed with anxiety , outcome of event "pelvic pain, abdominal pain were changed to "recovered/ resolved". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and pregnancy with contraceptive device ('pregnancy (no complications)') in a (B)(6) year-old female patient who had essure (batch no. C40243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 ((B)(6) 2000, (B)(6) 2001, (B)(6) 2007, (B)(6) 2015 and (B)(6) 2018), oligomenorrhea and pregnancy with contraceptive device. Concurrent conditions included nausea, vomiting and tenderness. Concomitant products included amoxicillin, codeine phosphate; paracetamol (tylenol with codeine no.3) from (B)(6) 2015 to (B)(6) 2018, ibuprofen from (B)(6) 2015 to (B)(6) 2018, ketorolac, medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 and tramadol from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2018. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. The number of expanded coils that appeared trailing into the uterine cavity was 3. The outer coils of the essure micro-insert then expanded visually over the course of the next ten seconds. Discrepancy noted in her last lmp on (B)(6) 2017 and pregnancy (no complications), (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 12-aug-2019: plaintiff fact sheet and medical records received. Lot number added. Event pelvic pain made incident. Events added from pfs - pregnancy (no complications), abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, abdominal pain, device ineffective. Outcome of event pelvic pain were updated. Reporter information, aka name, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.